Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an "off no power" and stopped basal and bolus and did not receive a low battery alert prior. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Installed a water filled reservoir, primed pump, set a basal rate and monitored pump. Several bolus were programmed and delivered during the monitoring period. Observed liquid exit the tubing during the bolus deliveries. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. No bolus, basal or delivery anomalies noted during testing. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.